Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00058: case 2, 3025141-2019-00059: case 3.

Event description:
Following implantation of an acutrak screw, the patient experienced non union at 13 weeks. Patient refused further treatment. Case 1. From: article: results of a method of 4-corner arthrodesis using headless compression screws. Ozyurekoglu, tuna; turker, tolga. American society for the surgery of the hand. Journal of hand surgery, volume 37a, march 2012.